Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eighteen months following the implant of this transcatheter bioprosthetic valve, high gradient was noted. A second valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Updated the medtronic aware date. If information is provided in the future, a supplemental report will be issued.